Event description:
It is alleged that the unit shut down without an alarm. A patient death was reported. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.